Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Device evaluation found the reported issue was confirmed and found to be due to a bad cable. In addition, the device evaluation found the label on the rear cover was faded. A device history review was completed, and no issues were identified. All records indicate that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. Instructions for use (IFU) states: "warning if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation" olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted once the investigation has been completed and or additional information has been received.

Event description:
It was reported the subject device had an image problem - blurry/no image. The procedure was completed using a similar device. Attempts were made to request additional information. No patient harm reported.